Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos and the gpos boards were replaced and the bios parameters were reconfigured. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was locking up. No patient injury was reported.